Event description:
It has been clarified by the reporter of the event that 17 of the 41 pts dialyzed at this unit in 2007 experienced a drop in hemoglobin, possibly related to the use of this product. This particular pt reportedly presented with behavioral changes and was admitted to the hospital and was diagnosed with a cva. This pt has recovered and is doing well receiving hemodialysis.

Manufacturer narrative:
It is the opinion that the possible incorrect use of the product may have caused or contributed to these events. Also of note is that the product had exceeded the expiration date when used by facility. Device history record review: it has been verified that puristeril lot# 100611 had met all specifications prior to its release.